Event description:
Caller reported experiencing a cgm error 42 repeatedly with the pump, with the same error having been reported three or more times. There was no adverse impact to the customer¿s blood glucose level. There was no backup insulin therapy currently available, and the caller planned to contact their healthcare provider.